Event description:
Reporter noted chamber fluctuations during cases. Surgeon was almost done with phaco when chamber collapsed, capsule came forward and posterior capsule tear occurred. Anterior vitrectomy performed.